Event description:
Clinical trial. It was reported that 405 days following coronary artery stenting procedure the patient developed in-stent restenosis. The index procedure treated the proximal lad (left anterior descending) with one 3.0x16mm express2 bare metal stent. The patient was asymptomatic and underwent a 13 month coronary angiography as part of the study which revealed 70% in-stent restenosis. The in-stent restenosis was treated with balloon angioplasty using a 3.0x10mm balloon. The patient was reportedly taking asa at the time of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event